Event description:
The surgeon reports performing cataract surgery with attempted implantation of the silicone (B)(4) intraocular lens. The initially reported information indicates a possible vitrectomy was performed (etiology unknown) and the lens was removed and replaced. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.